Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors, and performed testing. Both sensors passed per specification with accurate readings.

Event description:
Customer complained about sensor reading discrepancies. She reported that she has been receiving low predict alerts and the insulin pump has been alarming threshold suspend while she is sleeping for 17 nights. Customer stated that the sensor was reading low at 40 mg/dl but her blood glucose was 82 mg/dl. Customer received two calibration errors and a change sensor alert. Current blood glucose is 120 mg/dl and sensor reading is 399 mg/dl. Nothing further reported.